Manufacturer narrative:
(B)(4). It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The manifestation of peritonitis was unknown. The cause of the peritonitis is unknown. This is report 1 of 4. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized for two day for the peritonitis. The patient was treated with vancomycin and ceftazidime for peritonitis (route, dose, and frequency unknown) for 14 days. The patient recovered from the peritonitis fifteen days after the onset and was retrained on proper aseptic technique. No additional information is available.